Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine (dose and concentrations not known) via an implanted infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that in 2010 the patient's pump had to be taken out due to infection. The patient had it out for one year. No further information regarding the event was provided. Additional information has been requested about clarification regarding the infection, if there was a device issue, a patient/therapy issue or procedure issue and what diagnostic testing was performed related to the infection, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.